Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the balloon. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator, filled with water, was used to pressurize the balloon to locate the rupture. There was as longitudinal rupture over the proximal marker. The rupture was 1 mm long. There were multiple longitudinal scratches on the balloon. There was a longitudinal scratch, 4 mm in length, over the distal marker. The voyager has been sent to the scanning electron microscopy lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue; balloon rupture. It was reported that the target lesion was the proximal rca with no tortuosity and calcified with 90% stenosis. After a guide wire crossed the target lesion, a 4.0 x 12 mm voyager rx was advanced, but the balloon ruptured during the first inflation at 6 atm. The balloon was changed to a 4.0 x 11 mm mercury and the procedure continued. The procedure was completed with no patient effects. No additional event or patient information is available.